Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008k2 hemodialysis (hd) machine experienced a saline back that backfilled during a simulated treatment. The backfill was visually observed at the end of treatment. The bmt said that he set the machine up for simulated treatment in his shop then walked away. He did not know if there were any machine alarms. He did not visually see the bag refilling. The bmt reported that there were no quick disconnects on the drain line and that the drain line length and height were within specification. He was not sure if the machine has had the cbe upgrades. A patient was not connected to the machine at the time of the incident. The bmt said that the saline bag backfill was not due to user error. The machine remains out of service as he has not yet had time to work on it.